Event description:
It was reported that the procedure was to treat a narrow, moderately calcified distal common femoral artery. During use, the balloon was being pressurized and at 12 atmospheres, it lost pressure and fluid leaked out the catheter hub. Another armada 14 was used to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight. Inflation: boston scientific . Sheath: 6fr cordis. (B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Correction - manufacturing site. (B)(4). Evaluation summary: the device was returned for evaluation. The returned device analysis confirmed the reported leak at the hub. Although a search of the lot history record for this specific lot indicated no related non-conformance records and a query of the complaint-handling database indicated there are no similar incidents reported from this lot for the reported issues, based on an expanded investigation, a product deficiency related to leaks was noted by the manufacturer. Further assessment of this issue was conducted per site operating procedures. Corrective and preventive actions to address this issue have been conducted and the performance of these devices will continue to be monitored.